Event description:
It was reported that during a breast biopsy the holster did not make a "clicking" noise and did not appear to initialize. The screen seemed to function properly but there was no activity with the holster. 2 probes were used to troubleshoot the system and the problem continued. The forward and reverse buttons were activated and it was noticed that the internal gears were not moving. The problem continued with a second holster connected to the system. There was no patient consequence reported. The case was completed using a core biopsy device. The unit was sent in for service and repair.